Manufacturer narrative:
A medtronic representative went to the site to test the equipment on (B)(6) 2017. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Event description:
A medtronic representative reported that, while in a spinal fusion, the surgeon found an imprecision after placing four screws. Two screws were placed with a medial imprecision of 3mm. The surgeon elected to not revise the screws. The misplaced screws were found when performing a confirmation spin. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.